Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a red rash around the electrode belt electrodes. The patient's physician prescribed an anti-itch/anti-bacterial lotion. The patient's irritation improved.